Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a burned motherboard. The machine had been removed from service due to an alarm for ¿acid pump always eos¿ (end of stroke) during rinse mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. During troubleshooting, the biomed observed one of the pins to have been burnt on the back of the motherboard. The pin was reported to have been in the arc of the board that sits near the actuator/test board. There was no burning smell, smoke, flame, or spark reported. There was no damage reported on any other component. The biomed replaced the motherboard which resolved the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.